Event description:
It was reported that the patient experienced pain at the ipg site due to erosion. The ipg was migrating out of the skin. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced in a different pocket. Post-operatively, stimulation therapy was restored and the issue was resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.